Event description:
Patient death type: unknown classification." Device manufactured by biotronik. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).